Manufacturer narrative:
The insulin pump alarmed during rewind due to motor leaking oil and contamination on the motor home switch. Unable to perform operating current, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to a35 alarms. The insulin pump was minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm was stuck in rewind. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The insulin pump will be returned for analysis.